Event description:
This notification was opened for review for information received that a remstar pro c-flex+ device was returned to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected, and a thermal event involving a burnt connector was identified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.